Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via the manufacturer representative (rep) reported that the patient had pain in their neck and oozing out of the extension connection to the lead. It was noted that the patient has new glasses that may have rubbed the area which could have contributed to the issue. The extension and implantable neurostimulator (ins) were explanted on date notified as a result. Later on date notified the rep reported that the battery was showing as 2.58v, but the status was showing as ok and not as an elective replacement indicator (eri). It was confirmed that the rep had not made any adjustments to therapy or turned it on/off, and that it has been almost 2 hours since the device read as 2.58v. It was reviewed that the eri message should be appearing soon as it appears once the implant has read as 2.6v for 5 consecutive readings taken every 15 minutes. The hcp also stated that the patient cannot have surgery for 3 months due to an infection at the lead/extension connection on the other battery that was explanted on date notified, with the lead remaining in place. No further complications are anticipated. The patient's indication for implant is movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.